Manufacturer narrative:
Device evaluation: analysis of the returned device identified; crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified; opening striated on anterior, opening crease sharp on posterior and yellow calcification (approx. 30%). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. An opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with the product." Device remains implanted.

Event description:
The device has been explanted.